Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported experiencing recent high blood glucose values, which resulted in hospitalization on (B)(6) 2015. The customer reported a blood glucose value of 550 mg/dl. Before an emergency room visit on (B)(6) 2015. The customer reported not being admitted to the hospital as a patient either time, but being treated for a few hours each time. The customer also made a social media post stating that the insulin pump gave no alerts or no delivery alarms despite the blood glucose values being elevated. The customer was unable to troubleshoot during the call with the helpline. The customer wanted and will receive a replacement insulin pump. No further information was provided.